Event description:
It was reported that the insulin pump is alarming low threshold suspend when customer is not low. Customer's sensor glucose is 64 and suspend threshold limit is 65. The blood glucose reading was 165mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).